Event description:
It was reported that patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, the patient underwent irrigation and debridement of the left knee on (B)(6) 2004 due to wound dehiscence. No components were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.